Event description:
It was reported that the 2800 system would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator connection was re-seated. The hard drive and software were installed during the service call. The system was tested and found to be working as intended, and put back into service.